Event description:
It was reported that during the stenting of an internal carotid artery (ica) aneurysm, while the system was being advanced, it appeared that the guidewire "dragged" the stent and caused it to deploy prematurely. The stent was deployed proximal to the target lesion. Another of the same device was used in order to complete the procedure without any patient complications. The patient is "fine".